Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available for investigation however photographs were provided for evaluation. The visual inspection observed that the cone of the access male luer lock (mll) is broken. The cause is design related.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set c, the arterial end of the blood line was found broken in the catheter interface. There was no report of patient injury or medical intervention associated with this event. No additional information is available.